Event description:
It was reported that the customer had a screen that they could barely see. Customer's mother stated that a few days ago the screen looked a bit misty. Caller does not know when the pump was exposed to moisture. The insulin pump was not dropped. Customer's mother attempted to change the battery to bring back visibility, but it did not resolve the issue. Caller performed a self test, but the screen is still barely visible. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer revert to a back-up plan until the replacement arrives.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.